Event description:
From the call center: we believe the battery for the gi pace maker is running low. We changed it in 2022. We are not close to our residential area.

Manufacturer narrative:
Patient elected to have a battery change. Device was not returned to manufacturer.